Manufacturer narrative:
A ge svc rep performed an onsite investigation. The customer site circuit breaker needed to be reset. The sys was operating as intended. There was no sys malfunction.

Event description:
The customer reported the sys would not boot up. No pt injury was reported.